Manufacturer narrative:
(B)(4). Evaluation, results: none ( no device returned for evaluation); no results available since no evaluation performed; patient's condition affected effectiveness of device (80% stenosis and calcification). Conclusion: device failure related to patient condition (80% stenosis and calcification).

Event description:
The physician was treating a lesion in the sfa of the left leg. The lesion exhibited 80% stenosis and was moderately calcified. It was reported that during the poba procedure, the admiral xtreme balloon burst after being inflated to 8 atms for 2 seconds. This was the first inflation. No abnormalities noted with the device during preparation. No resistance was noted between the balloon and other devices or the lesion during the procedure. No force was applied during delivery of the device through the guide catheter or on the wire to/across the lesion. No patient injury reported.